Event description:
The customer reports a delay in the device to announce "attach pads". No pt involvement.

Manufacturer narrative:
The device has been rec'd, but additional time is required to complete the investigation. Upon the completion of the investigation, a supplemental will be submitted.